Event description:
It was reported that a flogard compatible blood set was cut in half prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample revealed that the tube was cut apart. The reported condition was confirmed; however, the root cause was undetermined. If additional relevant information is received, then a follow up report will be submitted.